Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided, a cause for the reported mechanical jam associated with lock line could not be determined. The reported foreign body in patient appears to be related to procedural circumstances. A cause for the reported unchanged mr cannot be determined. The reported unexpected medical intervention and medication required were a result of case-specific circumstance. Mitral regurgitation and foreign body in patient are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating a portion of the lock line (ll) remained in the anatomy and was attached to the clip. The patient was then given anticoagulants prior to discharge.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and posterior prolapse. One clip was inserted and deployed on the mitral valve, but mr did not reduce. To reduce mr, a second clip was inserted and placed on the mitral valve. However, while attempting to deploy, the lock line (ll) became stuck was unable to removed. To deploy the clip, the physician had to cut the ll. The clip was then deployed and the without further issues. Although two clips were implanted, mr remained at a grade of 4 and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.